Manufacturer narrative:
The file indicated the use of an approved cartridge and handpiece. The product history records could not be reviewed for the iol or the cartridge lot because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation.(B)(4).

Event description:
A surgeon reported that a pt was implanted with an intraocular lens (iol) in the left eye (od). At the six (6) month follow-up the surgeon found that the refractive outcome was not as expected. The refraction was +0,50d sph. Instead the intended one around -0,51d. No consequences for the pt have been reported. No further info is expected.